Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device not working as intended. The physician performed an evaluation and determined the device was working as intended. No surgical intervention was performed. There were no patient complications reported.

Manufacturer narrative:
Correction made to e1 initial reporter country. Additional information updated b5 describe event and h6 device codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device not working as intended. Surgical intervention is anticipated. There were no patient complications reported.